Event description:
The atrial lead was returned to the manufacturer after being explanted by physician request. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted the outer insulation was breached and had a depression, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression, and there was blood in/on helix/lobe mechanism.